Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the bending rubber perforated, the light guide cable buckled, the u/d pulley wire stretched, the r/l pulley wire stretched, the lg prong corroded, the lg prong top corroded, and the lcb distal cover glass scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the objective glue falls into the human body. Therefore, based on the technical report ""hr-rpt-0626(objective gluing)"" and/or the risk analysis results, it was evaluated to submit MDR.